Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a basal. The customer's blood glucose reading was 118 mg/dl at the time of incident. The customer was advised to disconnect and reconnect tubing and reservoir but insulin did not exit the tubing and alarmed no delivery. The customer tried with another reservoir and insulin exited the tubing. Troubleshooting advised that no delivery was most likely the result of an occlusion and changing the reservoir resolved the issue. The customer was advised that the reservoirs would be replaced and agreed to return the product for analysis.